Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced serious bodily injuries, including pain. All other information, including the patient's current condition, is unknown and reportedly unavailable.